Manufacturer narrative:
A review of complaints found no trends for the complaint issue. Return testing was not completed as returns were not necessary. The architect total psa package insert states that this product contains human sourced and/or potentially infectious components and should be considered potentially infectious. It is recommended that these reagents and human specimens be handled in accordance with the osha standard on bloodborne pathogens. In addition, the safety data sheet (sds) for the architect total psa states that if the material comes in contact with the eye to rinse cautiously with water for several minutes. If eye irritation persists, get medical advice/attention. Wear safety glasses or other protective eyewear. If splash potential exists, wear full face shield or goggles. The sds documents that there is no irritant effect to eyes by the reagent. The event is a use error as the customer did not follow the safety instructions as outlined in the architect total psa package insert and the safety data sheet (sds). Based on our investigation no product deficiency was identified for the architect total psa reagent, list number 06c06.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported that a tech was placing the septum on the total psa conjugate bottle when his finger went through the septum causing the septum to sink into the vial and fluid to splash on his eyelid. The tech thoroughly rinsed his eye, but declined any further medical attention. The tech was wearing a lab coat and gloves, but no eye protection. There was no adverse impact to the employee reported.